Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.

Event description:
It was reported that the patient presented with back and neck pain related to an automobile accident in 2004. Surgeon performed thoracic spinal surgery and spinal fixation discectomy with cage fusion using rhbmp-2/acs. Patient continued to have pain in his back as well as head and neck aches. The pain levels are much greater than those prior to the surgery. He is disabled because of this surgery.